Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00197, device 2 is being reported under MDR-2247858-2022-00198.

Event description:
Core lab identified a type 1a proximal endoleak at 1 month follow-up and persists at the 12-month visit. Patient outcome - "per the site, the patient was seen by the pi at 1 month and 1 year post op and has stated his endo leak is unchanged and stable. Patient has not had any adverse events regarding this endoleak."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00197, device 2 is being reported under MDR-2247858-2022-00198, and device 3 is being reported under MDR-.

Event description:
Core lab identified a type 1a proximal endoleak at 1 month follow-up and persists at the 12-month visit. Patient outcome - "per the site, the patient was seen by the pi at 1 month and 1 year post op and has stated his endo leak is unchanged and stable. Patient has not had any adverse events regarding this endoleak."